Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sp drapes for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer stated the single-port (sp) arm drape kept detaching from the third arm. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer returned two new single-port arm drapes and 2 used ones. There was no damage and nothing was out of the ordinary. The procedure was completed with a backup drape. There was no injury to the patient. The single-port arm drapes has been evaluated by the failure analysis (fa) team. Fa was not able to confirm or reproduce the reported complaint. The drape was returned brand new and unopened packaging. The instrument arm drape was placed on the in-house system and passed recognition and engagement without any issues. The drape spin test was performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drives 180 degrees in both directions. The accessory was fully functional. Visual inspection was performed and there was no damage found.

Event description:
Refer to h11 for follow-up information.